Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable is stressed at point where it enters body of rf head; rf head failed all uplink amplitude functional tests. The rf head cable found out of electrical specification. Analysis also found the rf head label is delaminated (rubber pad is missing) and the rf head lens is scratched. (B)(4).